Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked between hub and catheter. Leakage between hub and catheter. The actual samples were discarded at the hospital. I received a new product of the same lot from the hospital.

Manufacturer narrative:
The reported issue of leakage was not confirmed upon inspection of the samples. However, the issue adapter/ connector defective/ damaged was confirmed. Analysis of the samples showed no damage or defects on four of the five samples. One sample had a minor dent on the inner luer adapter. All five samples passed the catheter leak test with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The assembly process was reviewed, the dent was suspected to be caused by adapter contacted by the gripper at the tipper station due to misalignment. Based on the complaint history review, this is the first complaint reported for leakage for this lot. This is most likely an isolated case. As current control, there is an outgoing functional test in place to check for catheter adapter leakage. There is also in-process visual inspection in place to check for catheter adapter damage which could cause leakage. Communication to the inyste tipper line production technician was issued to monitor the occurrence of the adapter inner luer dent defect. The complaint lot was manufactured before the action implementation.

Event description:
Leakage between hub and catheter. The actual samples were discarded at the hospital. I received a new product of the same lot from the hospital.